Event description:
Tip of glenoid / holder impactor broken while surgeon tried to detach. Broken piece was left in the implant. No further information is available.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the threaded front section of the glenosphere holder - piston is indeed completely broken off. The broken surface is smooth and the level fracture area shows shear lips at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device. No marks of corrosion can be noticed though. Hammer marks on the striking surface are clearly visible but as expected. A review of the device history for the reported lot did not indicate any abnormalities. However, due to multiple impactor breakages, a non-conformity has been raised for further investigation of the multiple events. No further action required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by an inadequate engagement of the glenospehere holder/impactor, which caused a misalignment of the device, and thus the breakage of the impactor. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report

Event description:
Tip of glenoid / holder impactor broken while surgeon tried to detach. Broken piece was left in the implant. No further information is available.